Event description:
It was reported that the patient faced an event with two infusion sets where infusion set canula was bent on (B)(6) 2026, and patient reported high blood glucose levels and got treatment by correction injection via mdi. The infusion set was in use for two to twelve hours

Manufacturer narrative:
MDR (B)(4) / initial 2 of 2. E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.